Manufacturer narrative:
(B)(4).

Event description:
The physician used a resolute integrity stent during the procedure. Stent was used in the rca. The device had been removed from packaging and inspected prior to use with no issues noted. Negative prep was not performed. It is reported that the stent moved on the delivery catheter while trying to deliver the stent. Resistance was encountered when advancing the device and excessive force was used during delivery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.